Manufacturer narrative:
(B)(4). Insulin pump was received with missing display window cover, cracked keypad overlay, cracked reservoir tube lip, and cracked battery tube threads. Insulin pump p-cap / test reservoir locked properly in place and the pump passed displacement test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the metal part, buttons and sticker of the pump is crack and peeling off. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.